Event description:
It was reported that the nurse stated that the patient has been cooling without issue all day, but now the flow rate (fr) was 0lpm. Confirmed patient went to CT with pads on. Flow rate (fr) was zero. Had try to start and arctic sun device primed and stopped. Stopped therapy, emptied and disconnected pads and placed device in manual control. No pads, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, flow rate (fr) was 1.8lpm. Added right chest pad, inlet pressure (ip) was -3.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.8lpm. Removed right chest pad and added left chest pad, inlet pressure (ip) was -6.9psi, 100 percentage, 2.3lpm. Added right thigh pad and had trouble making a connection and noted a chip on the clamp. When connected the device immediately began alerting low flow. They would replace the set. Guided through disabling manual control and emptying pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient has been cooling without issue all day, but now the flow rate (fr) was 0lpm. Confirmed patient went to CT with pads on. Flow rate (fr) was zero. Had try to start and arctic sun device primed and stopped. Stopped therapy, emptied and disconnected pads and placed device in manual control. No pads, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, flow rate (fr) was 1.8lpm. Added right chest pad, inlet pressure (ip) was -3.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.8lpm. Removed right chest pad and added left chest pad, inlet pressure (ip) was -6.9psi, 100 percentage, 2.3lpm. Added right thigh pad and had trouble making a connection and noted a chip on the clamp. When connected the device immediately began alerting low flow. They would replace the set. Guided through disabling manual control and emptying pads. Per follow up information received via task on 20nov2024, the ICU charge nurse was unaware of the reported event, but did confirm that their only artic sun device was on the unit in working condition and not having any issues.